Manufacturer narrative:
The surgeon suspects the patient's right tmj devices are infected and is planing on removing them. The patient is currently on antibiotics. Multiple mdrs were submitted for this event ((B)(4)).

Event description:
The surgeon removed the right tmj device due to infection.